Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right ventricle (rv) lead was explanted due heart wall perforation, muscle/pocket stimulation and loss of capture. This lead was then successfully replaced. No additional adverse patient effects.